Event description:
This case was initially received via regulatory authority (B)(6) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods") in a female patient who had essure (batch no. A50508) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("allergy test positive for nickel"), muscle fatigue ("neck fatigue"), headache ("headaches"), abdominal pain upper ("stomach aches"), arthralgia ("joint pain"), pain in extremity ("leg pain"), hot flush ("hot flushes"), urinary tract infection ("urinary tract infection") and depression ("depression") with mood altered. Steps were underway for removal of essure inserts. Procedure scheduled for (B)(6) 2017. At the time of the report, the menorrhagia, allergy to metals, muscle fatigue, headache, abdominal pain upper, arthralgia, pain in extremity, hot flush, urinary tract infection and depression outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, allergy to metals, arthralgia, depression, headache, hot flush, menorrhagia, muscle fatigue, pain in extremity and urinary tract infection with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had haemorrhagic menstrual periods. Essure removal was scheduled. This event is anticipated in the reference safety information for essure. Changes in the pattern or amount of menstrual bleeding have been reported with essure. These changes may also occur following discontinuation of hormonal contraception. Given the nature of the event haemorrhagic menstrual periods and lack of alternative explanation in this case, causality with essure cannot be excluded. This case was regarded as incident since device removal is planned. Non-serious events were also reported. A product technical analysis is expected.

Manufacturer narrative:
This case was initially received via regulatory authority ansm - heath authorities in (B)(4) (reference number: (B)(4)) on 06-apr-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("haemorrhagic menstrual periods") in a female patient who had essure (batch no. A50508) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), allergy to metals ("allergy test positive for nickel"), muscle fatigue ("neck fatigue"), headache ("headaches"), abdominal pain upper ("stomach aches"), arthralgia ("joint pain"), pain in extremity ("leg pain"), hot flush ("hot flushes"), urinary tract infection ("urinary tract infection") and depression ("depression") with mood altered. The patient was treated with surgery (steps were underway for removal of essure inserts. Procedure scheduled for (B)(6) 2017.). At the time of the report, the menorrhagia, allergy to metals, muscle fatigue, headache, abdominal pain upper, arthralgia, pain in extremity, hot flush, urinary tract infection and depression outcome was unknown. The reporter provided no causality assessment for abdominal pain upper, allergy to metals, arthralgia, depression, headache, hot flush, menorrhagia, muscle fatigue, pain in extremity and urinary tract infection with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for nickel the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot number a50508, production date sep-2012, expiration date sep-2015. Based on the technical assessment, lot number was provided therefore, the quality unit conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 16-may-2017: quality-safety evaluation of ptc company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had haemorrhagic menstrual periods. Essure removal was scheduled. This event is anticipated in the reference safety information for essure. Changes in the pattern or amount of menstrual bleeding have been reported with essure. These changes may also occur following discontinuation of hormonal contraception. Given the nature of the event haemorrhagic menstrual periods and lack of alternative explanation in this case, causality with essure cannot be excluded. This case was regarded as incident since device removal is planned. Non-serious events were also reported. A product technical investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect.